Event description:
Sheath peeled away unevenly. Surgeon had to remove broken sheath from patient.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. No sample was available for evaluation and investigation. It was reported that the sheath shattered during removal, but no lot number was provided. Without the actual product or lot number, a complete analysis cannot be conducted. The directions for use (1304266, rev. F) contains for the sheath which states: "while holding catheter tip, withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in patient, split sheath and peel away from catheter." A warning is also included, stating "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in patient upon sheath removal." No determination can be made as to what may have occurred with this product at this time. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.